Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. A visual inspection has been performed on the returned sensor patch and no issues were found. Data extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. A watermark was observed at the base of the sensor tail, indicating sensor was properly inserted. The sensor was sent for further investigation and de-cased. A visual inspection observed main components not attached to the pcba (printed circuit board assembly). The battery was measured and was within specification. The sensor was placed in the pcba test fixture to perform smu (source measurement unit) testing. However, sensor would not communicate with evm (evaluation module) after de-casing. Performed a visual inspection on the returned de-cased sensor, and observed molex connector to be removed from the pcba. Data was unable to be extracted as molex connector is disconnected from the pcba. Performed a visual inspection on the returned sensors pcba, and observed that the molex connector had been damaged and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Smu test was unable to be performed without the molex connector connected. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.